Event description:
Procedure: gynecology. According to the reporter: during use, the jaw of the device broke and fell into the pt's abdomen. The piece was removed and the device was replaced. No pt age was provided.

Manufacturer narrative:
(B) (4). (B) (4).